Event description:
Boston scientific received information that this patient received inappropriate antitachycardia pacing (atp) therapy due to noise. The pacing impedance increased from 600 ohms to greater than 1,800 ohms, and the pacing threshold also increased. The decision was made to surgically abandon this right ventricular (rv) lead, and implant a new rv lead. There were no adverse patient effects reported.

Manufacturer narrative:
This rv lead will not be returned for laboratory analysis. At this time, there is no additional information. Should additional information become available, this report will be updated.